Event description:
It was reported that the patient had been having problems keeping the implanted neurostimulator and controller charged up. The patient (pt) representative (patient rep) said it took all day to charge the implant and the implant would not go over 80%. It then drained the controller battery. The patient would put the controller on the charger and by the time the patient got up in the morning the implant was completely dead. The issue started about 2 months ago when patient started noticing it was taking longer to charge and in the last couple of weeks every morning the ins was dead. The patient rep also reported several times patient also noticed when they checked on the status of implant charging that the controller changed the language to russian. Pt rep spent a whole day to find someone how to get it back to english. It happened several times. The patient spoke with a manufacturer representative (rep) today who said to replace recharger (rtm), controller and battery pack. Reviewed battery pack was unlikely to be the root cause. A request was sent to repair to request rtm and controller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back and confirmed receiving the replacement controller and recharger but reported that the original issue persists. Caller stated that the fully charged controller only charges the patient (pt's) implant (ins) from 30% to 60% before the controller shuts down, requiring the pt to recharge the controller before continuing to charge the ins. A replacement battery pack was sent out. Pt rep (caller) reported receiving the replacement battery pack and noted that when removing the bp from the non-working controller, one side of the bp became stuck in the battery compartment, causing the bp to split into two. Caller stated successfully removing the portion of the battery pack that was initially stuck. Agent advised against using the split battery pack (bp) and submitted a repair request for battery pack replacement.